Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a140901 - complete blockage.

Event description:
Mat#: 305106. Batch#:3024946. It was reported by the customer that they are not able to push medication through the tip of product and believes the same issue applies with the entire box of needles. Ref# (B)(4) - bd® needle 1/2 in. Single use, sterile, 30 g - 305106 lot# 3024946.

Event description:
No additional information received. Mat#: 305106 batch#:3024946. It was reported by the customer that they are not able to push medication through the tip of product and believes the same issue applies with the entire box of needles. Ref# 305106 - bd® needle 1/2 in. Single use, sterile, 30 g - 305106. Lot# 3024946. Verbatim: rcc received a complaint via phone. Pir attached. The customer reports not able to push medication through the tip of product and believes the same issue applies with the entire box of needles. Ref# 305106 - bd® needle 1/2 in. Single use, sterile, 30 g - 305106. Lot# 3024946. 23 nov 23. -please provide occurrence date. 11-7-2023. -is there any adverse event on patient? - no. -is there any medical intervention needed due to the incident? No. -is there any visible blockage on the needle? No not visible. -is photo/sample available for return? If yes, please provide address for return label. Yes they have the affected product. Please send return label to the address below attn:

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3024946. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.